Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular episodes due to post-paced t-wave oversensing on the implantable cardioverter defibrillator (ICD). No changes or interventions were reported. There were no patient consequences.